Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient felt that the ipg was too close to her spine and it was causing her muscle spasms. It was also reported that the patient felt that the ipg was on the wrong side and felt that it was causing more pain. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient felt that the ipg was too close to her spine and it was causing her muscle spasms. It was also reported that the patient felt that the ipg was on the wrong side and felt that it was causing more pain. The patient will undergo a pocket revision procedure.